Manufacturer narrative:
The device was not received for analysis; however, and image was provided. The customer supplied image presents a detached distal portion of the polymer jacket material. The image does not present any indication of hydration of the dispenser assembly in the form of residual moisture within the transparent dispenser tubing. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the preparations for use section of the device instructions for use (dfu), "the surface of the zipwire hydrophilic guide wire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guide wire from its dispenser, inject sterile heparinized saline solution into the luer lock hub end of the dispenser using a syringe. Inject enough solution to fill the dispenser coil. This will completely cover the zipwire hydrophilic guide wire surface and activate the hydrophilic coating. Remove the zipwire hydrophilic guide wire from its dispenser by gently withdrawing the zipwire hydrophilic guide wire's tip. If the zipwire hydrophilic guide wire cannot easily be removed from its dispenser, inject more saline into the dispenser and then try again." Reviewing all details to date, it appears clinical factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
During the preparation of the supplies in the table, the doctor makes injection of saline solution through the protective sheath of the guide and in this way hydrate it and facilitate its removal, at the moment in which the doctor removes the guide it leaves with fracture in its distal part. For this reason he decides to change to another guide of the same characteristics. The issue occurred outside the patient during preparation. No patient complications and the patient condition is stable.

Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The lot release test data indicates the jacket pull test results are well above the specification minimum break load. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As received, the specimen consists of one hydro gw std an 150-035; returned coiled, loose, accompanied by the detached distal portion within a specimen container and double-bagged within "zip-lock" style poly biohazard pouches. The dispenser assembly and packaging material were not returned with the specimen device; however, additional information received from the distributor was that the device was returned in the hoop, which was removed by flushing the hoop. There was no resistance once the hoop was flushed and they didn't recall moisture present in the hoop upon receipt. The specimen presents a fracture of the core wire and the polymer jacket material approximately 3.01cm from the distal tip and a very large radius bend over the distal 5-6cm consistent with tensile loading. The fracture presents indications of ductile tensile overload. At this time it is not possible to assign a definitive root cause for the event as reported. The damage presented by the specimen appears consistent with attempting to remove the specimen from the dispenser assembly without first using enough solution to fill the dispenser coil to activate the hydrophilic coating. As indicated in the preparations for use section of the device instructions for use (dfu), "the surface of the zipwire hydrophilic guide wire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guide wire from its dispenser, inject sterile heparinized saline solution into the luer lock hub end of the dispenser using a syringe. Inject enough solution to fill the dispenser coil. This will completely cover the zipwire hydrophilic guide wire surface and activate the hydrophilic coating. Remove the zipwire hydrophilic guide wire from its dispenser by gently withdrawing the zipwire hydrophilic guide wire's tip. If the zipwire hydrophilic guide wire cannot easily be removed from its dispenser, inject more saline into the dispenser and then try again." Reviewing all details to date, it appears clinical factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be submitted.